Event description:
It was reported that when using the bd pyxis¿ es server, the item prednisone 10 mg was not appearing on the patient's profile despite being added to the patient's medication order by the pharmacy. The customer was able to issue the medication through override.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified other patient profiles were functioning correctly. The tss advised the customer to have the pharmacy re-add the medication order. The system functioned as intended when the technical support specialist assessed the device.